Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was unable to tie knots. The suture would break before the suture would pull through or tie knots.